Event description:
Report 2 of 2. The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed in the continuous mode to deliver 5fu 1700mg/100ml at an unspecified rate, for a duration of 24hrs. At an unspecified time during the infusion, it was noted that the device had underdelivered by "at least 10%." The amount delivered and the amount expected to be delivered was unspecified. The device was removed from clinical use and therapy was resumed with a replacement device. There were no reported adverse patient effects. Though requested, no additional information was provided.